Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 9610847-2023-00119 was an incorrect entry there was no mix product, this supplemental is to cancel MDR 9610847-2023-00119. MFR#: 9610847-2023-00119 is void as a result.

Event description:
It was reported while using bd luer-lok¿ syringe pharmacy convenience tray there was a mixture of products. There was no report of patient impact. The following information was provided by the initial reporter: we sometimes we found cardboard pieces, black particles, fibers like threads, blank syringes, b plungers inside and etc.

Manufacturer narrative:
B.3. Date of event is unknown. Awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 2094401. D4. Medical device expiration date: 28feb2027. H4. Device manufacture date: 09may2022. D4. Medical device lot #: 2094410. D4. Medical device expiration date: 28feb2027. H4. Device manufacture date:09may2022. D4. Medical device lot #: 2119471. D4. Medical device expiration date: 31mar2027. H4. Device manufacture date:26may2022. D4. Medical device lot #: 2153045. D4. Medical device expiration date: 31mar2027. H4. Device manufacture date: 20jun2022. D4. Medical device lot #: 2153047. D4. Medical device expiration date: 31mar2027. H4. Device manufacture date: 12jul2022. D4. Medical device lot #: 2171751. D4. Medical device expiration date: 30apr2027. H4. Device manufacture date: 19jul2022. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe pharmacy convenience tray there was a mixture of products. There was no report of patient impact. The following information was provided by the initial reporter: we sometimes we found cardboard pieces, black particles, fibers like threads, blank syringes, b plungers inside and etc.